Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number: 58255 was returned and analyzed. Visual inspection of balloon catheter showed the device was intact with no apparent issue. The smart chip verification indicated the catheter was used for six applications on the date of the event. The catheter passed the performance test as per specification. During the inflation and ablation phase, a kink was observed on guide wire lumen inside the balloon segment. The dissection showed the guide wire lumen kinked inside the balloons at 1.33 inches from the tip of the catheter. The pressure test did not show any breach at the balloons or the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.